Manufacturer narrative:
(B)(4). G2-foreign-france. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that on receipt of a piece of cement, the customer noted that the inner packaging was deteriorated but the outer packaging was intact. This event is related to malfunction that could potentially lead to serious injury/sterility issue. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), this follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identifies a leak of the polymer powder. However, based on the pictures it is not possible to determine if the sealing is open, the pouch is damaged or has been cut. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Device is used for treatment. Reported event is not related to medical condition. Review of medical record is not applicable. With the available information, a definitive root cause cannot be determined. The following actions were previously initiated to address this issue: it was found during internal controls, that the sealing of the aluminium pouch of the cement powder packaging was discontinuous. Investigation shows that the issue is due to manufacturing. The scope fo the hhe includes all cement pack products manufactured at valence and still within its shelf-life. An assessment was undertaken which concluded that the issue can lead to revision due to loosening. No fsca. Due to the lack of information received, it is not possible to determine which pouch is impacted and if the issue affect the sealing. Therefore, it is not possible to directly link both hhe and CAPA to the current complaint. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, g3, g6, h2, h6, h10. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.